Event description:
It was reported that a lead integrity alert (lia) was triggered due to high impedance on the right ventricular (rv) lead caused by a fracture. It was also reported that the atrial lead was broken in two separate parts and not functioning. The rv lead was explanted and replaced. The atrial lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned in segments. The distal conductor was fractured. The proximal conductor was fractured. All conductors were stretched and had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The inner insulation had cosmetic environmental stress cracking, was torn and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched.